Manufacturer narrative:
The investigation into the reported product damage has been completed since the original report was filed. Product was returned for investigation. The pump was damaged from the kink protector area inside the red handle. The bond joining the catheter to the the kink protector was intact. Data logs were returned and there was a motor current spike along with impella disconnected while running alarm further confirming instant damage. Per the given clinical information, the root cause of the pump stop issue was an open electrical line due to excessive force used.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The us complainant reported the 52-year-old male patient was agitated in bed and ripped the red impella 5.5 plug and broke the impella in half. The grey was broken on the proximal portion of the red impella plug. Team brought to bedside and emergently explanted at bedside. Patient was stable and the device was not re-implanted.